Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not connect to the ipg after unrelated surgical intervention. The ipg had not been placed into surgery mode before the procedure. A manufacture representation interrogated the ipg and was able to connect to the ipg.